Event description:
It was reported that the cartridge was leaking from an undefined area. Customer continued to use the pump for insulin delivery. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.